Event description:
Customer contacted haemonetics on (B)(6), 2010 reporting their orthopat machine lost power during a procedure. No injury or reaction was reported.

Manufacturer narrative:
Evaluation of the returned device confirmed the reported problem. A blood spill was also detected. Issue caused damage to the power supply and various other components. (B)(4).